Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v510039, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for interstim - other. It was reported the sytlette fractured off the lead in the middle of a revision procedure. The surgeon was not able to recover this so they replaced the entire lead. No patient symptoms reported.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for interstim - other. It was reported that when the healthcare provider (hcp) went in to test the lead they were using a high threshold and was not pleased with the lead position; the patient did report however they were having good results with the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.